Event description:
Device malfunction: balloon rupture . Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the left renal artery. After stent deployment, the herculink plus balloon ruptured at 6 atmospheres, below nominal pressure. Post-dilatation was performed using a viatrac balloon. There was no adverse patient effect. Thought requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.